Manufacturer narrative:
The field service engineer (fse) was at the customer site and inspected the unit and found air in the sample lines and rinse pump. He replaced rinse pump. Once replaced, he primed instrument and no bubbles were present in tubing. He ran qc and it passed all levels. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that ca was failing bilirubin, glucose, urobilinogen, and protein, and cb was failing blood, nitrites and urobilinogen for qc on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.